Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse replaced all wash station tubing and cleaned the instrument. The cse replaced the clot detector and a rotary valve. The cse then adjusted the heights of the sample-dilution probe and sample pipetting probe. The cse also adjusted the belt tension on the dilution probe and sampling pumps. The cse returned to the customer site. The cse checked the wash up down and dilution wash up down. The cse checked the belt tension and various couplings. The cse ran coefficient of variation checks, which resulted acceptable. The cse adjusted system parameters to default on the sample-dilution probe liquid level sensor. The cse also checked pipetting from track and observed that sample cups were not completely centered and the sample dilution probe, especially when the cups contained small volumes, was close to the sample's wall. Siemens is investigating this issue.

Event description:
Discordant, falsely low results were obtained on multiple methods on patient samples on an advia 1800 instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument twice to verify the results. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant results.

Manufacturer narrative:
The initial MDR 2432235-2016-00520 was filed on august 26th, 2016. Additional information (08/24/2016): a siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse amended the system settings of the sample-dilution probe liquid level sensor and of reagent probes 1 and 2 liquid surface verification threshold. There have been no further issues after the settings were changed. A siemens headquarter support center (hsc) specialist evaluated the event data. Hsc concluded it is not possible to determine the reason for incorrect settings. Improper liquid level sensing settings can cause discordant results. The instrument is performing according to specifications. No further evaluation of the device is required.